Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient's two infusion set fell off during use. The event occured between (B)(6) 2024. The infusion set was used for between 12-24 hours. Also, the area of insertion cleaned and air-dried. The blood glucose level of the patient was 100-150mg/dl. No further information was available.

Manufacturer narrative:
Initial and final MDR 1877313-MDR 3003442380-2024-05137-device 2 of 2.